Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) (over 600 mg/dl); cause was not known. Ketone level was trace. Infusion set was changed. Correction bolus and insulin injections were administered to address bg. As the event occurred in the past, cause of event could not be determined.